Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included asthma, anxiety, cardiac arrest, hypertension, benign ovarian cyst, respiratory failure, rhinitis, anxiety disorder, chronic obstructive pulmonary disease, endometriosis of uterus, itching, shortness of breath and pain. Previously administered products included for an unreported indication: levothyroxine, protonix, buspar and amlodipine. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue,"). In (B)(6) 2018, the patient experienced autoimmune hypothyroidism (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), mood altered ("emotional changes/mood changes") and crying ("crying"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the autoimmune hypothyroidism, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, mood altered and crying outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, autoimmune hypothyroidism, crying, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: findings: uterus size (cm) uterus measures 10.2 x 4.7 x 4.7 cm. No mass is identified. Endometrium (mm) 36 mm, within normal limits. Right ovary (cm): 2.7 x 2.1 x 1.7 cm. Unremarkable. No cyst or m ass. Normal color flow and spectral doppler. Left ovary (cm): 2.6 x 1.6 x 1.7 cm. Unremarkable. No cyst or mass. Normal color flow and spectral doppler. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, hypothyroidism, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs received: event "hormonal changes" were updated to new events bloating, emotional changes/mood changes, crying. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune hypothyroidism ('autoimmune disorder type of disorder: hypothyroidism') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included asthma, anxiety, cardiac arrest, hypertension, benign ovarian cyst, respiratory failure, rhinitis, anxiety disorder, chronic obstructive pulmonary disease, endometriosis of uterus, itching, shortness of breath and pain. Previously administered products included for an unreported indication: levothyroxine, protonix, buspar and amlodipine. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune hypothyroidism (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue,") and abdominal pain lower ("lower abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe: unknown"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the autoimmune hypothyroidism, vaginal haemorrhage, menorrhagia, dysmenorrhoea, hormone level abnormal, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, autoimmune hypothyroidism, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: findings: uterus size (cm) uterus measures 10.2 x 4.7 x 4.7 cm. No mass is identified. Endometrium (mm) 36 mm, within normal limits. Right ovary (cm): 2.7 x 2.1 x 1.7 cm. Unremarkable. No cyst or m ass. Normal color flow and spectral doppler. Left ovary (cm): 2.6 x 1.6 x 1.7 cm. Unremarkable. No cyst or mass. Normal color flow and spectral doppler. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, hypothyroidism, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jun-2019: pfs and mr received : aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), hypothyroidism, dysmenorrhea(cramping), hormonal imbalance, dyspareunia (painful sexual intercourse) fatigue, device monitoring procedure not performed, lower abdominal pain. Concomitant drug, historical drug, medical history and lab data added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.